Event description:
Dobhoff tube placed in nare w/o incident. While attempting to remove wireguide from inside of dobhoff tube, noted resistance as wireguide was pulled out of dobhoff tube and cap that marked wireguide was all of a sudden separated from the wire. Dobhoff tube eventually removed.